Manufacturer narrative:
Corrected data: manufacturing site for devices; an event regarding an allergic reaction a triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the product was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: indicated all devices were manufactured and accepted into final stock on with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the attorney through the filing of a claim that the patient underwent a left total knee arthroplasty on (B)(6) 2015. It is further alleged that the patient's left knee had to be revised on (B)(6) 2017 due to metal sensitivity.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the attorney through the filing of a claim that the patient underwent a left total knee arthroplasty on (B)(6) 2015. It is further alleged that the patient's left knee had to be revised on (B)(6) 2017 due to metal sensitivity.